Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported a volume discrepancy was noted during the patient's refill. The expected volume was 1.9 ml and the actual volume was 0.2 ml, the cause of the discrepancy was unknown. Additional volume discrepancies were also noted: (B)(6) 2014 expected 1.9 ml found 0.2 ml difference +1.7ml; (B)(6) 2014 expected 2.0 ml, found 1.0 ml difference +1.0ml; (B)(6) 2014 expected 2.0 ml, found 0.1 ml difference +1.9ml; (B)(6) 2013 expected 2.0 ml, found 0.5 ml difference +1.5ml. "Despite overinfusion reports", the patient had underdose symptoms including a few episodes of increased spasticity that resolved spontaneously. Office notes were later provided so the pump discrepancies could be monitored. The notes consisted of refill procedures from the patient¿s last several visits. On (B)(6) 2014 the patient had a refill. The patient tolerated the procedure well without noted adverse side effects. A refill then occurred on (B)(6) 2014 occurred. Since the patient¿s last visit prior to that, on (B)(6) 2014, their spasticity had decreased. No changes in dosing occurred at the refill. A refill occurred on (B)(6) 2015 and no issues or abnormalities were noted. The patient tolerated the procedure well without noted adverse side effects. No additional refill visit notes were provided. Additional information received reported that the pump was explanted and replaced. The new pump was programmed on flex dosing, with 7mcg/day basil and at 00:01 with 120mcg over 12 minutes, at 06:00 with 120mcg over 12 minutes, at 12:00 with 120mcg over 12 minutes and at 1800 with 120mcg over 12 minutes. The pump system was delivering compounded baclofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.